Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire advancement is confirmed but the root cause could not be determined. One 20 ga powerglide pro was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned sample. It was observed that the safety mechanism was advanced over the needle tip, and the catheter was returned detached from the needle. A functional test of attempting to slide the guidewire back into its housing revealed the guidewire would not pull back into the housing. The device was disassembled to observe the length of the guidewire. A microscopic observation revealed a slight bend at the proximal end of the guidewire and a slight bend along the distal end of the guidewire. The powerglide was subsequently reassembled to attempt guidewire advancement. A functional test of attempting to advance the guidewire revealed the guidewire would only advance occasionally depending on how it passed over a slight bend in the proximal end of the guidewire. It is unknown whether the guidewire bending was caused during use of the device, or before use of the device. Potential causes of guidewire bending in this product may include incorrect insertion angle or inserting the device against resistance. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that needle didnt feel like it would advance and he had trouble getting guidewire out. Additional information received on 30 aug. I do not have an exact date, it was used within the last 2 weeks. There was not any harm or impact on the patient. The needle/catheter was removed without difficulty.

Event description:
It was reported by customer that needle didnt feel like it would advance and he had trouble getting guidewire out. Additional information received on 30aug, I do not have an exact date, it was used within the last 2 weeks there was not any harm or impact on the patient. The needle/catheter was removed without difficulty.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.